Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: multiple occlusion alarms with high force observed in the black box on (B)(6). On (B)(6) at 09:26 an occlusion alarm with high force; deliveries resumed 10:31. On (B)(6) at 13:52 an occlusion alarm with high force; deliveries never resumed. An ezprime sequence was performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. Pump was exercised for 24 hours with no occlusions occurring. The total daily dose adds up correctly and reflects user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) of 29mmol/l with symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. It was determined that 0.4units were delivered and 1.4units were delivered. This report is being made due to bg excursion the patient experienced due to an occlusion issue.